Event description:
It was reported that the right ventricular (rv) lead had high thresholds, high impedance and has noise on the stored electrograms. The lead was confirmed to be fractured. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg, implanted: (B)(6) 2013. (B)(4).